Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 18222791.

Event description:
It was reported that one of the leads had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. All explanted device components will not be returned.